Event description:
A customer reported that the battery of their t:slim x2 pump was not charging, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging supply and was informed that tandem does not recommend non-tandem charging supplies unless for troubleshooting. A replacement tandem wall adapter was sent via two-day shipping, and the pump began charging, requiring no further assistance.